Manufacturer narrative:
Concomitant medical products: 429888 lead; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post replacement procedure, the cardiac resynchronization therapy pacemaker (crt-p) pocket eroded. It was noted that the patient is very thin and had post-operative bleeding and hematoma which lead to the pocket erosion. Blood cultures were negative, and the patient was kept in the hospital on antibiotics for two weeks. The crt-p system was later removed. No further patient complications have been reported as a result of this event.